Event description:
It was reported that during an unknown procedure, the blade broke off of device. No piece fell into the patient. It is unknown how the case was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Only year known, assumed (B)(6) that complaint was reported.

Event description:
It was reported that during an unknown procedure, the blade broke off of device. No piece fell into the patient. It is unknown how the case was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the blade broke off of device. No piece fell into the patient. It is unknown how the case was completed. There was no adverse consequence to the patient.